Event description:
In 2001, the attorney for the pt informed the manufacturer's representative of the following via us mail: the pt had the MFR's device implanted in 2000 for chemotherapy. In 2001 the pt suddenly became short of breath and was hospitalized. It was determined that part of the device had fractured and migrated to the pt's heart. The device was removed in a heart catheterization procedure and ultimately a new device was installed on the opposite side.